Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed an revealed normal battery depletion.

Event description:
It was reported that there was premature battery depletion. The defibrillator was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was premature battery depletion. The defibrillator was removed and replaced. No patient complications have been reported as a result of this event. The device was at elective replacement indicator.